Manufacturer narrative:
The ge rep conducted an on-site investigation. The service rep ran consistency tests. The system operates as intended.

Event description:
The customer reported that the 6800 system needed the dose readjusted. No pt injury was reported.